Event description:
It was reported that the patient was admitted to the hospital with 99% bilateral carotid stenosis. During a stenting procedure in a previously unspecified stented left common carotid artery, the patient experienced hypertension which was treated with two doses hydralazine 20 mg intravenous. Additionally, after the stent was implanted and the emboshield nav6 embolic protection device was removed from the patient's anatomy, the patient experienced aphasia, right sided weakness and a flaccid left side. It was reported that the emboshield nav6 had much debris. Computed tomography and magnetic resonance imaging revealed a bilateral stroke, worse on the right side compared to the left side. A heparin infusion was initiated. The hypertension resolved prior to the patient being transferred to the intensive care unit. The patient's right sided weakness was improved, speech was better; however, the left side remained flaccid. The patient was discharged to a rehabilitation facility eight days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, hypertension, and weakness are known observed and potential adverse events as listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.